Event description:
It was reported that the patient suddenly stopped hearing with the device. All external parts have been checked and they are working properly. Testing shows that the device has malfunctioned. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.